Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Event description:
Patient's representative reported patient "has a severe capsular contracture right side with massive pain", baker grade iii/IV and "rupture with silicone leaking". Additional report of device bleeding. The report of "small nodular fibroadenosis" was deemed not device related. The device has been explanted.

Event description:
Patient's representative reported patient "has a severe capsular contracture right side with massive pain" and "rupture with silicone leaking". Physician reported "small nodular fibroadenosis", "device bleeding", capsular contracture, baker grade iii/IV, and device rupture discovered at explant surgery. This relates to the right side. The device has been explanted with complete capsulectomy and "autologous fat transplantation as volume replacement after implant removal".

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, g.2.

Manufacturer narrative:
Continued ethnicity (a5a): deutsch. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture, rupture, anxiety - product/procedure and lump/nodule-ndr was reviewed. Visual analysis of the photographs identified: device patch with lot number 1774155. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Rupture: unable to observe any openings through the photos provided. Anxiety - product/procedure: unable to observe as it is a medical event that is not related to the device. Lump/nodule-ndr: not applicable as the event is non device related.

Event description:
Patient's representative reported patient "has a severe capsular contracture right side with massive pain", baker grade iii/IV and "rupture with silicone leaking". Additional report of device bleeding. The report of "small nodular fibroadenosis" was deemed not device related. The device has been explanted.